Manufacturer narrative:
Corrected information provided in b.3. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. However, the pneumatic module was replaced as a preventive measure. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during surgery, the cutter function stopped working close to the end of the case. Two different vitrectomy probes were used to troubleshoot. The case was completed without patient harm.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to contaminated illumination port. However, there was no issue with the system itself. The manufacturer internal reference number is: (B)(4).